Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. The patient met with a manufacturer representative (rep) on (B)(6) 2019 for an adjustment, but the patient thought that the rep screwed up. The patient thought she fixed it, but it happened again. It was reported that if the patient bent down, the stimulation would get strong. The patient also reported that if she was walking along for 15 minutes, the ins makes a humming sound. It was discovered that adaptive stim (as) was enabled, however, there was no group letter on the left side of the programmer. As usage was discussed with the patient and they were sent video tutorials. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) and schedule an appointment with a rep. There were no further complications reported or anticipated.